Event description:
When I eat anything other than liquids I feel pain in my stomach and often vomit. I feels as if I am choking. Also the site of my port is often painful and feels like its moving around too much, sometimes the pain is sharp and under my ribs, other times it hurts when I exercise and it protrudes. I have no insurance anymore to find out what maybe happening with this device in my body if I did I would have it removed.